Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose and went to the emergency room. Customer stated that her doctor had her basal rate settings low; her doctor told her to treat with manual injection. Her blood glucose levels were running high for 2 to 3 days and the doctor told her to go to the hospital. Blood glucose value was around 312 mg/dl. The doctor referred her to another endocrinologist who adjusted her basal rates and she has not had any problems since. Nothing further reported.